Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. It was suspected that this device was depleting prematurely. The patient will be evaluated in the clinic soon than later. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received in which device analysis was requested and was confirmed the device is depleting prematurely. Device replacement was recommended within 90 days, and it was recommended to return the device. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. It was suspected that this device was depleting prematurely. The patient will be evaluated in the clinic soon than later. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received in which device analysis was requested and was confirmed the device is depleting prematurely. Device replacement was recommended within 90 days, and it was recommended to return the device. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this subcutaneous implantable cardioverter defibrillator(s-ICD) was explanted and replaced successfully. The device is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. It was suspected that this device was depleting prematurely. The patient will be evaluated in the clinic soon than later. At this time, the device remains in service. No adverse patient effects were reported.